Manufacturer narrative:
B5. Updated with additional information received. H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bag. The pipeline flex shield was returned within the phenom 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. In addition, the middle section of pipeline flex shield braid was found fully opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the middle section as the pipeline flex shield braid was found to be fully opened. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times h6. Coding updated based on available information and analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was twisted upon initial deployment so it was considered faulty. There were no issues/allegation regarding the phenom catheter that was used in the procedure.

Event description:
It was reported that during the treatment of an unruptured fusiform aneurysm located in the vertebral artery, a pipeline embolization device experienced a middle section twist and failed to open despite manipulation, recapture, and redeployment. More than 50% of the device was deployed when it failed to open, and it was resheathed more than two times. The device was ultimately removed from the patient and resheathed with the microcatheter. Dual antiplatelet treatment was administered, and the aneurysm was treated successfully. No patient complications have been reported as a result of this event. Ancillary devices: microcatheter medtronic, phenom 27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.